Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Tampon broke off inside. Case narrative: consumer reported via rr that the tampon broke off inside of her. No injury was reported.